Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that an inquiry was sent to technical services (ts) due to an inappropriate shock delivered cause by reanimation during patient hospitalization. A review by ts noted that inappropriate detection appeared to be present related to mechanical artifacts due to cardiorespiratory compressions leading to inappropriate shock to be delivered. Ts noted that further action in regards to programming would require evidence of inappropriate sensing in the primary vector, which did not appear to be present. In addition, the shock impedance measurement of the delivered shock appeared low, thus a system location assessment was discussed. Ts noted that if system location is appropriate and testing showed appropriate sensing a 10 j synchronous shock should be delivered to verify system integrity. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that an inquiry was sent to technical services (ts) due to an inappropriate shock delivered cause by reanimation during patient hospitalization. A review by ts noted that inappropriate detection appeared to be present related to mechanical artifacts due to cardiorespiratory compressions leading to inappropriate shock to be delivered. Ts noted that further action in regards to programming would require evidence of inappropriate sensing in the primary vector, which did not appear to be present. In addition, the shock impedance measurement of the delivered shock appeared low, thus a system location assessment was discussed. Ts noted that if system location is appropriate and testing showed appropriate sensing a 10 j synchronous shock should be delivered to verify system integrity. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.